Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. Deflection test was performed, and the deflection mechanism was not deflecting correctly. An xray study was performed and puller wire was found detached at the handle area. This issue is related to the supplier manufacturing process, specifically the crimping process. The deflection issue reported by the customer was confirmed. The potential cause is related to an equipment issue since the crimping machine was not functionating properly. The missing hemostatic valve is not related to the event reported and could be related to the manipulation of the device before the procedure. However, this could not be conclusively determined. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. A supplier action was created to address deflection issues. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve missing identified by bwi pal. Investigation findings: stress problem identified (c0706) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer's reported deflection issue; detached puller wire. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was missing from the irrigation hub. It was initially reported by the customer that when attempting to maneuver the sheath there was a "snap" sound and the sheath was no longer deflecting. The catheter was replaced and the procedure was continued. There was no patient consequence. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-mar-2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was missing from the irrigation hub. These finding is considered to be an MDR reportable malfunction.